Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functional. Approximately a month later, the patient underwent a revision procedure. During surgery, a tubing tear that caused fluid loss near the pump was identified. Therefore, the pump and pressure-regulating balloon were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description, as anomalies started approximately a month prior surgery.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies started approximately a month prior surgery. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functional. Approximately a month later, the patient underwent a revision procedure. During surgery, a tubing tear that caused fluid loss near the pump was identified; therefore. Therefore, the pump and pressure-regulating balloon were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.